Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg test system (hcg) on a cobas 6000 e 601 module. It is not known if the erroneous result was reported outside of the laboratory. The initial hcg result was < 0.5 miu/ml. The repeat result was 945 miu/ml. There was no allegation that an adverse event occurred. The hcg reagent lot number and expiration date was not provided. The field service engineer (fse) visited the customer site. Instrument performance testing results were acceptable. No issues were identified. As a proactive measure, the fse replaced the sample/reagent probe and the nozzle seal. The sample/reagent probe, liquid level detection and pressure sensor were adjusted. Instrument performance testing results were acceptable again and quality controls were good. A specific root cause was not identified. No instrument hardware issues were observed.